Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, an inappropriate shock was delivered. The noise was attempted to be reproduced; however, it was unsuccessful. X-rays were performed which were inconclusive. Sense b artifact was suspected. It was decided to explant and replace the system. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, an inappropriate shock was delivered. The noise was attempted to be reproduced; however, it was unsuccessful. X-rays were performed which were inconclusive. Sense b artifact was suspected. It was decided to explant and replace the system. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, an inappropriate shock was delivered. The noise was attempted to be reproduced; however, it was unsuccessful. X-rays were performed which were inconclusive. Sense b artifact was suspected. It was decided to explant and replace the system. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: d6b: explant date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the complaint description field for more information regarding the specific circumstances of this event.